Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The unit was investigated by our field service engineer. The inspiratory section which includes the safety valve was inspected and cleaned. No parts were replaced. The unit has been returned for clinical use. Initial recommended action if safety valve test fails during pre-use check is to check and clean the inspiratory section. (B)(4). Ref. Exemption #: e2018003. (B)(4).

Event description:
(B)(4).